Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000510191 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the procedure, a co2 occlusion notification was received on vasoview hemopro 2 device. After disconnecting the co2 tubing, the blue valve within the btt had fallen out and a new kit had to be opened to complete the procedure. The pressure and flow settings were within the parameters of 10-12, 3-5. The insufflator was working but alarmed when connected and said obstruction. There was no patient delay and no patient harm.